Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective. Block h11: a wallflex duodenal stent and delivery system were received for analysis. The stent was returned fully covered and undeployed. Visual examination found the sheath was kinked. The tip was found in good condition. No other damages were noted to the stent and delivery system. Product analysis did not confirm the reported event of tip damaged. Taking all available information into consideration, there is no indication of what the customer reported because the tip was not damaged. Therefore, a review and analysis of all available information indicate the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a 3-7 mm malignant lesion in the duodenum during an intestinal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and reportedly presented with abdominal pain. During the procedure, the stent tip became deformed (curved). The stent was removed from the patient fully covered by the outer sheath. The procedure was successfully completed using another wallflex enteral duodenal stent. No patient complications were reported as a result of this event, and the patient was stable at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was implanted to treat a 3-7 mm malignant lesion in the duodenum during an intestinal stent implantation procedure performed on (B)(6) 2024. The patient's anatomy was not tortuous and reportedly presented with abdominal pain. During the procedure, the stent tip became deformed (curved). The stent was removed from the patient fully covered by the outer sheath. The procedure was successfully completed using another wallflex enteral duodenal stent. No patient complications were reported as a result of this event, and the patient was stable at the conclusion of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a04 captures the reportable event of tip damaged/defective.